Event description:
It was reported that during a lap gastric bypass procedure, instrument did not fire at all. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged one piece sled. One device was returned in good visual condition and with a cartridge loaded on the device. The reload was received partially fired. Upon further inspection, it was noted that one piece sled was damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.